Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 300 mg/dl range and manual corrections were used to address the bg level. The customer was admitted to the hospital for diabetic ketoacidosis and was discharged 6 days later. The customer reverted to another type of therapy to manage diabetes. As the occlusion had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.